Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Device product code ¿ ni, expiration date ¿ ni, date implanted ¿ ni, initial reporter ¿ ni, manufacture date ¿ ni.

Event description:
Patient underwent a revision of an unknown sports medicine implant for unknown reasons.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Root cause remains undetermined. Review of the complaint history could not be completed as part and lot numbers are unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient underwent a revision of an unknown subtalar device/implant for unknown reasons. Additional information was requested and is not available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.